Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 812:02 was confirmed and reproduced during product evaluation by baxter service personnel. The root cause of the reported problem was attributed to a faulty shuttle motor in the pump head module (phm). The phm was replaced to correct this condition. The user interface module master software version for this device is 6.13.90. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. The reported condition was confirmed in the event log history review. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a 812:02 failure code. There was no report of when or in which care area this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.